Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, at first, the nurse closed the jaw and handed the device over to the doctor. When the doctor pushed the release button after the device was inserted through a trocar, the jaw did not open. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.